Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The distributor also provided a picture; the picture shows two bent pectus bars one is labeled biomet and the other is labeled (B)(4). The picture seems to indicate the difference between the patient-matched pectus bar and the bar that was modified to fit the patient. It can be seen in the picture provided that the ends of the bar labeled (B)(4) are bent in further than the bar labeled biomet. However, after a review of the print shows that the bar marked (B)(4) appears bent inward more in regards to the print and the print resembled the bar marked biomet more closely. The confirmation scan is reviewed by the surgeon and the surgeon selects the length of the bar based on this. The print is created based on the CT scan and length preference provided by the physician. If the patients anatomy has changed in the time since the scan or the physician does not place the bar in the area where the CT scan was taken, then the physician will experience difficulties in fitting the implants. No product was returned and no inspections could be performed. No x-rays, scans, physicians reports were provided. The complaint could not be confirmed based on the picture provided. The IFU of this product states in the section titled warnings and precautions: the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required. There are no indications of manufacturing defects. The complaint could not be confirmed based on the picture provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The bar remains implanted therefore no product will be returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the pre-bent pectus bar was shaped incorrectly, the bend was flared out too far on each end. The bar was inspected prior to use, but used as there was no time to cancel and reschedule. The bar was reshaped using a key bender and the surgery was completed. There was a twenty minute delay and no injury to the patient.